Event description:
The hemostasis valve would not tighten down completely on the 0.014 wire. It would not hold it in place compared to other devices. No harm or injury reported.

Manufacturer narrative:
Device eval: the suspect device will not be returned for eval/investigation. The lot number was not provided. Therefore, a review of the device history record could not be performed. A f/u report will be submitted when the device eval is completed. Eval: method: device history record could not be reviewed. Conclusions: a f/u report will be submitted when the eval is completed.